Event description:
Customer reports that hemochron response well 1 and well 2 detectors do not turn off when sample is clotted and a difference in the results (+/- 10-15%) between well 1 and well 2 within the same sample fro an act test. This report occurred outside the (B)(6).

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.